Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks due to oversensing of noise, typical of lead fracture. Pacing impedance was also noted to be high (>2000 ohms). The lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks due to oversensing of noise, typical of lead fracture. Pacing impedance was also noted to be high (>2000 ohms). The lead was replaced. Impedance, high lead(s), fracture of versensing shock, inappropriate noise device failure.